Event description:
Reporter indicated the pt's generator was removed due to end of service. Five days later, surgery was performed to implant a new generator. After connecting original lead to new generator, lead test resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead break. The new generator was unattached from the lead and tested with a test resistor with acceptable results. The lead was also replaced. Further follow-up concluded that the physician had not done any diagnostic testing prior to surgery and there was no indication that there was a problem with the lead. The pt was receiving benefit from the vns therapy. The nurse also stated that she was not aware of any injury that the pt may have had. The pt's new generator was turned on after surgery and programmed to low settings. The pt was last seen in 5/2002 and is reportedly doing fine. Requests for programming history from the site have been made, however, it has not been received.